Event description:
It was reported to medtronic neurosurgery that the product was explanted.

Manufacturer narrative:
The returned catheter was patent and met the requirements for leak testing. A review of the manufacturing records showed no anomalies. (B)(4).